Event description:
It was reported that during an unknown procedure there were issues with clip formation and ejecting of the clips from the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/14/2007. Info anticipated, but unavailable at this time.